Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery. This report is being filed to correct the h10: additional MFR narrative.

Event description:
It was reported that during generator change, it was noted that these right atrial (ra) and right ventricular (rv) leads have physical damage in the insulation. A revision was performed and both leads were surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This report is being filed to correct the h6: patient code and b2: outcomes attribute to adverse event.

Event description:
It was reported that this right ventricular (rv) lead had a physical damaged in the insulation. This lead was surgically capped. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead had physical damage in the insulation. This lead was surgically abandoned. No additional adverse patient effects were reported.